Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient saw the health care provider on (B)(6) 2013 and had a refill and a dose decrease, per the patient¿s request related to leg numbness. The patient said that two weeks prior to this report date, she was driving when her leg, from her hip to her foot, went numb. The patient thought the pump was turned down too far. While driving home from the hcp appointment, about three hours after the pump adjustment, the patient got into a motor vehicle accident and hit three cars. The patient¿s legs felt like ¿needles.¿ it was said to have taken three days for the pain and ¿needle feeling¿ in her legs to go away. She said she did not feel good for three days and that she ached. She said her legs were going numb and she had problems walking. The patient had been calling her hcp for the previous three days, but had not heard back, at the time of this report date. The patient needed her pump looked at because she did not feel like the pump was working. The patient believed the medication dose was turned down too far. She said she could normally walk, but now was using a wheel chair. The patient fell on her back, while in the shower, ¿about¿ two weeks prior to this report date and before her fill and adjustment. The hcp was aware of this fall. The pump was used to deliver dilaudid and another unknown medication.